Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78 year-old male with limited known medical history presented to the emergency room with chest pain. The patient was determined to be in cardiogenic shock, and the clinical team elected to implant an impella cp device for mechanical circulatory support. The impella cp was successfully implanted. A diagnostic cardiac catheterization revealed complex lesions involving the left main coronary artery. The plan was to stabilize the patient and transfer him to a tertiary care center. The patient was transferred later the same day and admitted to the intensive care unit. A bedside echocardiogram demonstrated malposition of the impella device, and the device was repositioned in accordance with the instructions for use. A hematoma was noted at the vascular access site, and a femoral compression device was applied. Later in the day, the clinical team decided to escalate support to an impella 5.5 device. The impella cp device was successfully explanted. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
Ppae/hematoma: the cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected UDI.